Event description:
It was reported to nova biomedical that a consumer's blood glucose readings on her meter when compared to a laboratory value had been inaccurate on two occasions. No comparison blood values were given at the time of the report. A new glucose meter and test strips were sent to the consumer.

Manufacturer narrative:
Nova biomedical is awaiting the return of product to conduct a quality investigation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.